Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11020r12 , implanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
It was reported the patient was in hospice and could not have the pump, so someone came and turned it off. The patient was not using the pump and it started to alarm. The sound was bothering her so she decided to have it removed. During the explant procedure, the catheter broke while trying to remove it from the spine. The patient wanted to know if it could be removed. There was a ripple in her back close to her spine. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions and the event's outcome, but it later reported that the patient's managing physician had not seen the patient since (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.